Event description:
Procedure: liver resection, pt sex: unk. Reportedly, the stapler cut but did not staple properly, leaving a hole in the inferior vena cava. There was unanticipated blood loss and the pt had to be transfused with 3 units of blood. The pt is doing well.